Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure with a retinal system, a patient experienced a scleral burn. The surgeon stated "the parameters on the system were correct and the handpiece was not sufficiently effective on a very hard nucleus." The handpiece was replaced and the procedure was completed. The surgeon stated the patient is fine.